Event description:
It was reported the implantable neurostimulator (ins) no longer worked. The reporter stated the patient clarified that the ins had not been charged for about two years. The reporter further stated the patient does not see a managing healthcare professional and instead see a primary care health professional. It was noted the patient had not charged in two years, but they still have the recharger. It was further noted the patient was ¿affected by the tornado¿ and they did not know if things got damaged that way. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).